Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement due to motor anomaly. No alarms noted. The insulin pump was unable to confirm error alarm dur to erased history file. The insulin pump received with minor scratches on lcd window, cracked case on display window corners, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a motion sensor test failure alarm. The customer stated the alarm occurred during the rewind/prime sequence. The customer was unable to complete troubleshooting for the alarm as the insulin pump was stuck in the rewind mode. Customer reported exposing the insulin pump to a magnetic resonance imaging machine. It was also found the customer received a motor error alarm and motor position encoder error alarm during troubleshooting. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.